Event description:
Ventilator alarmed and then displayed inoperative reading. Pt bagged and 100% o2 saturation maintained. Ventilator evaluated and found to have diaphram and exhalation valve sticking. Problem corrected, ventilator reinstated. No harm to pt.